Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4470 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to left ventricular lead pacing. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the analysis revealed that no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.